Event description:
It was reported to boston scientific corporation that an advanix- naviflex biliary rx stent was to be implanted in the bile duct for the treatment of jaundice during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, there was difficulty advancing the stent and the suture was broken. The procedure was completed using another advanix-naviflex biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the tip of the guide catheter was torn. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter torn. Block h11: an advanix- naviflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the push catheter suture hole and stent suture hole were torn by the suture. The suture was still holding the push catheter and the stent. Also, the tip of the guide catheter was found torn. No other problems were noted to the stent and delivery system. The reported event of suture break cannot be confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the barb flap cover was not used to insert the device through the biopsy cap. The IFU states "slide the stent barb cover over the trailing barb, to assist with stent introduction into the scope." Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to the physician not following the IFU during the procedure. It may be that the stent was not placed correctly in the anatomy, which resulted to the suture getting stuck on the suture holes and/or the force applied when trying to deploy and advance the stent, limited the performance of the device and contributed to the reported event and observed damages. Therefore, the most probable cause is failure to follow instructions.